Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt insufflation tubing disconnected. Case finished with same device. No pt was harmed.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3-if other provide code -explain- device discarded, h6-type of investigation- device discarded. Analysis of production : (3331/213/67) a lot history record review was completed for lots 25160507, 25160545, and 25160703 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec-2019 through nov-2021 was reviewed. There were no triggers identified for the review period. H3 other text : device discarded.